Event description:
It was reported that when using the bd pyxis¿ medstation¿ es keyboard certain keys were not responding. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that keyboard keys not responding. A field service engineer (fse) dialed into station remotely, ran keyboard repair and cleared all phantom devices out of device manager. Then the device was rebooted and the keyboard become operational. The system functioned as intended after the field service engineer troubleshot the device.